Manufacturer narrative:
(B)(4).

Event description:
The customer reports: crack/hole in catheter near insertion site. Easy insertion, one attempt. Device found leaking under the dressing and when changed, the user realized there was a hole in the catheter. The device was removed.

Manufacturer narrative:
(B)(4). The customer returned a used catheter assembly from an endurance device for evaluation. No other pieces of the endurance device were returned. Visual inspection revealed that the catheter body was torn adjacent to the distal end of the juncture hub and completely separated on the proximal end as well. In addition, the catheter body had many bends and the distal tip was deformed. Visual examination of the first tear (adjacent to the distal end of the juncture hub) revealed both separated edges were jagged, and the circumference of the catheter body was oval shaped and appeared compressed. There were also white marks where the catheter body is still attached, which indicates stress. These anomalies are all characteristics of the catheter being raised beyond 90 relative to the skin (after insertion), which can cause kinking and catheter damage. Visual examination of the separation point of the second tear (on the proximal end) revealed both separated edges were smooth and angled. This is consistent with catheter damage resulting from contact with a sharp object. The proximal end of the separated catheter body measured 8 mm length and the distal end of the separated catheter body measured 76 mm length (approximately 84 mm total). The catheter length specification is 76.33 "-93.94 mm per catheter drawing; therefore, the catheter met the original length specifications. The catheter body inner and outer diameter were also within specification. A device history record review was performed and no manufacturing issues were identified. The current instructions-for-use (IFU) provided with this kit gives instructions for proper techniques while inserting the catheter. It cautions the user to "always keep needle/handle stationary while threading catheter. Do not retract needle/handle while threading catheter. Failure to keep needle/ handle stationary may prevent catheter from threading into vessel." The IFU also cautions "do not force catheter if resistance is encountered during advancement". It also warns to not raise the catheter beyond 90 ¿ relative to the skin to avoid catheter kinking and damage, avoid placement or securement in an area of flexion, and to avoid kinking when securing catheter to patient. The customer report that the catheter body separated was confirmed through visual examination of the returned sample. The catheter body was torn adjacent to the juncture hub and separated on the proximal end. The tear near the juncture hub appeared as though the catheter was raised beyond 90 ¿ relative to the skin (after insertion) for an extend period. This would put stress on the material and cause it to eventually tear. The separation point where the catheter was completely separated on the proximal end had edges that were smooth and angled. This is consistent with damage caused when the catheter comes in contact with a sharp object. The catheter met all relevant dimensional requirements and no manufacturing issues were identified during a device history record review. Based on the condition of the returned sample and the customer report, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Crack/hole in catheter near insertion site. Easy insertion, one attempt. Device found leaking under the dressing and when changed, the user realized there was a hole in the catheter. The device was removed.